Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01286 it was reported that loss of aspiration occurred. An angiojet® ultra system console and an angiojet® solent¿ omni were selected for a thrombectomy procedure in the iliac vein- popliteal deep vein thrombosis. Device was used in power pulse mode and everything worked fine. The procedure was stopped to allow infusion of tissue plasminogen activator (tpa) for 30 minutes. The device worked in thrombectomy mode for 230cc, approximately halfway through the procedure; however the console abruptly stopped followed by a burning smell. The console was turned off and turned back on which produced a strong smell. Catheter was removed from the patient. A non-bsc elf expanding stent was used as a replacement therapy. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in fair condition with no visible damage observed. The unit failed to power up and was inoperable. The current inrush limiter was deemed to be at fault. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-01286. It was reported that loss of aspiration occurred. An angiojet® ultra system console and an angiojet® solent¿ omni were selected for a thrombectomy procedure in the iliac vein- popliteal deep vein thrombosis. Device was used in power pulse mode and everything worked fine. The procedure was stopped to allow infusion of tissue plasminogen activator (tpa) for 30 minutes. The device worked in thrombectomy mode for 230cc, approximately halfway through the procedure; however the console abruptly stopped followed by a burning smell. The console was turned off and turned back on which produced a strong smell. Catheter was removed from the patient. A non-bsc elf expanding stent was used as a replacement therapy. No patient complications were reported and the patient status was stable.